Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the doctor never discussed with her just what was causing the leak nor what had grown around her spine. The patient stated she couldn¿t stand up, and it took her about a month to stand erect again. The patient walked face down at a 90-degree angle. After moving the catheter, the doctor checked to see if the catheter was still good to use. The patient stated the catheter was put in the t-spine, and there was a knot there. The patient stated her weight was between (B)(6).

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# j10943r66, implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient stated where the catheter was located in her spine, she was bent at a 90-degree angle because the catheter leaked and formed a ¿calcium deposit on her spine¿. The patient reported because of that she couldn't stand up, so the health care provider (hcp) moved the catheter in the thoracic and scraped out the lumber vertebrae to allow the patient to stand up. It was unknown when the event occurred. No further patient complications were reported.